Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's metal piece popped off the pulley and got stuck, which made the instrument unable to be pulled out of the trocar. The site had to undock the trocar and pull the whole trocar out and push the metal piece back in place to remove the robot instrument from the trocar. The trocar was back in the patient, and a new force bipolar was used to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pin was sticking out. There was no fragment that fell inside the patient. The port incision was not increased in order to remove the instrument and cannula together. There was no abnormality noted. The instrument is available to be returned to isi for evaluation. There are no photos or videos available for review. The jaws were not stuck on the tissue. There was no unexpected tissue removal. There was no adverse effect to the grasped tissue. There was no bleeding or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The customer reported that a metal piece popped off the pulley during use, causing the instrument to get stuck in the 8mm trocar. They had to undock and remove the entire trocar to push the metal piece back in and release the instrument. The instrument had 11 lives remaining and passed all recognition, engagement, and motion tests. It showed no physical damage or missing parts, and the grip tips functioned properly.

Event description:
Refer to h11 for follow-up information.